Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 1.797 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump went empty as they missed their refill. Therapy was not intentionally discontinued. No patient symptoms were reported. Considerations were reviewed with the caller. No further complications were reported.